Manufacturer narrative:
(B)(4).

Event description:
A partial pocket fill was suspected in regards to a refill that occurred on (B)(6) 2011. An overdose following the refill session was further reported. The patient was admitted to an intensive care unit on (B)(6) 2011 with overdose symptoms. The pump was checked on (B)(6) 2011, and a 4ml discrepancy was noted in regards to the pump's residual volume. The actual residual volume (13 ml) was found to be less than the expected residual volume (17.6). As of (B)(6) 2011 there were no alarms/active pump alarms, however the pump logs were not read. Obtaining pump logs were discussed. A pump/catheter replacement procedure neither occurred, nor was planned. The patient was noted as now being stable. The patient was to follow-up with a healthcare provider. Drugs delivered via the device included baclofen and morphine. Additional information has been requested, but was not available as of the date of this report.